Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that customer had inaccurate readings that triggered threshold suspend alarm. Customer's current blood glucose was unknown. Customer stated that sensor glucose reading and blood glucose reading was 100 points off from each other. Sensor will not be returned for analysis.